Event description:
It has been reported to philips that longitudinal movement were not available. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the longitudinal movement were not available. The philips field service engineer (fse) went onsite and performed the longitudinal calibration. After which, the system was returned to use in good working order. If motorized stand movements fail, users can adjust the stand manually using the brake release handle on the c-arm, as detailed in the instructions for use. Additionally, patient positioning can be managed via table movements, which may be manual or motorized, depending on the system configuration. Therefore, the loss of motorized longitudinal of c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes have been updated based on the investigation's outcome.